Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: based on the available information, there is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue. It was confirmed the patient did not experience an adverse event or serious injury as a result of the increased delta pressures with no impact to required ECMO support.

Event description:
A hospital medical director reported that a critically ill patient on extracorporeal membrane oxygenation (ECMO) support utilizing the novalung console experienced increased delta pressures during ECMO support. Upon follow up with the medical director, it was reported this patient was initially placed on venovenous ECMO support for respiratory failure on (B)(6) 2022. On the morning of day 11 of ECMO support, the patient experienced delta pressures ranging from 150 mmhg to 170 mmhg over a two-hour span. ECMO settings on the day of this event included blood flows between 2 and 3 l/min at 6500 rpm and a sweep gas of 2 l/min. The patient¿s vital signs remained wholly unchanged with adequacy in oxygenation. All other reported patient parameters were nominal with no deleterious impact to the patient. It was unknown if the same oxygenator was used for the entire 11 days or if it was exchanged after the recommended 9 days of use. Following this event, it was decided to switch ECMO support to a competitor console and oxygenator. It was confirmed the patient did not experience an adverse event or serious injury as a result of the increased delta pressures with no impact to required ECMO support. The amount of blood loss incurred due to the device switch was not reported. However, the patient was provided blood products at the time of the device exchange per best clinical practice because their blood pressure was low. ECMO support was discontinued on day 23 of support. No further details have been provided.

Manufacturer narrative:
Plant investigation: a complaint sample was not returned to the manufacturer for evaluation. The described situation is adequately addressed in the instructions for use (IFU) and/or on the label. A review of the batch documentation could not be performed because the serial number of the device is unknown. It can be assumed that the reported increase in pressure was caused by an increasing resistance in the oxygenator; most likely due to the build-up of a secondary membrane or of blood components on the gas exchange membrane. A definitive conclusion regarding the reported issue could not be reached and a cause could not be determined.

Event description:
A hospital medical director reported that a critically ill patient on extracorporeal membrane oxygenation (ECMO) support utilizing the novalung console experienced increased delta pressures during ECMO support. Upon follow up with the medical director, it was reported this patient was initially placed on venovenous ECMO support for respiratory failure on (B)(6) 2022. On the morning of day 11 of ECMO support, the patient experienced delta pressures ranging from 150 mmhg to 170 mmhg over a two-hour span. ECMO settings on the day of this event included blood flows between 2 and 3 l/min at 6500 rpm and a sweep gas of 2 l/min. The patient¿s vital signs remained wholly unchanged with adequacy in oxygenation. All other reported patient parameters were nominal with no deleterious impact to the patient. It was unknown if the same oxygenator was used for the entire 11 days or if it was exchanged after the recommended 9 days of use. Following this event, it was decided to switch ECMO support to a competitor console and oxygenator. It was confirmed the patient did not experience an adverse event or serious injury as a result of the increased delta pressures with no impact to required ECMO support. The amount of blood loss incurred due to the device switch was not reported. However, the patient was provided blood products at the time of the device exchange per best clinical practice because their blood pressure was low. ECMO support was discontinued on day 23 of support. No further details have been provided.